Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a reattach cassette alarm and a crack to the lower case. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received indicating the fault did not occur while in use with a patient. Complaint file cn-248502 with a manufacturing report number of 3012307300-2023-12031 was filed in error. Please disregard the previous submission.

Event description:
Additional information was received informing that the unit was down for preventative maintenance. There was no patient involved and no patient harm/adverse event reported.